Event description:
Per the user facility, latex exam gloves were put on a patient to cover dressings while taking a shower. Approximately 15-20 minutes later the patient developed the following symptoms: hives, red face, swollen lips, and hoarse voice. The patient was treated and the symptoms went awaydevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.